Event description:
It was reported that the patient presented to the hospital for a scheduled explant procedure. During the procedure, it was found that the right atrial (ra) lead had difficulty to be removed from the header of the pacemaker and the set screw of the pacemaker was stripped. The pacemaker was removed and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.